Event description:
The facility's technician reported an infusion pump with an 812:02 failure code that did not occur during pt use or during biomedical testing. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no addtional contact was identified.